Event description:
The technician indicated the brake will not hold.

Manufacturer narrative:
The technician found the casters would ratchet and were not able to be adjusted. The technician replaced the brake caster and brake/steer caster to repair the bed.